Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge. The unit was perpetually rebooting. Cut unit open and detached main board from ui board: yes due to the perpetual rebooting. The receiver download shows firmware errors. The customer complaint was confirmed because a firmware error was found in the receiver log. The reported event of a an error icon display was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwbat. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.